Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure with hiatal hernia, the device malfunctioned, and the surgeon stated that there was no component that fell into the patient's cavity, but there was a potential for a retained foreign object in the patient. There was no patient injury.